Event description:
The device was used during a thoraco bullectomy. Reportedly, the staples did not form properly. The surgeon performed a laparotomy and resected add'l tissue to complete the procedure. The hospital has reported the patient's condition is satisfactory.